Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt0201 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that hours after insertion of the catheter, when administering the medication according to the instructions for the catheter, it broke in the connection beside of the suture, and could not be used any longer. The catheter was removed and a new unit was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter disconnection is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned detached from the nxt connector. Tensile weakness was observed in the catheter between the 57 cm and 58 cm depth markers. A microscopic observation revealed no remnants of the catheter on or within the connector and striations were observed on the proximal end of the catheter, which had a slightly polished surface. The distal piece of the connector was dissected and the compression sleeve was observed to not be fully activated. The observed evidence outlined above suggests the catheter was not properly assembled onto the metal connector blunt of the proximal connector piece which allowed the catheter to detach from the connector with a small amount of tensile force. The product IFU states: ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt0201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that hours after insertion of the catheter, when administering the medication according to the instructions for the catheter, it broke in the connection beside of the suture, and could not be used any longer. The catheter was removed and a new unit was used.